Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. The device was interrogated and the health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm). Upon review, the presenting egm showed the patient was in a true ventricular fibrillation (vf) rhythm which the device delivered two shocks and converted the rhythm. It was confirmed that the shocks provided were appropriate. Further review of the episode revealed a code 1005, indicating an open circuit condition due to recorded high out of range shock impedance measurements that were greater than 125 ohms. Ts recommended for the rv lead to be replaced. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. The device was interrogated and the health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm). Upon review, the presenting egm showed the patient was in a true ventricular fibrillation (vf) rhythm which the device delivered two shocks and converted the rhythm. It was confirmed that the shocks provided were appropriate. Further review of the episode revealed a code 1005, indicating an open circuit condition due to recorded high out of range shock impedance measurements that were greater than 125 ohms. Ts recommended for the rv lead to be replaced. At this time, the rv lead remains in service. No additional adverse patient effects were reported.